Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced diabetic ketoacidosis. The customer was using the insulin pump at the time of the incident. It is unknown if the auto mode feature was being used at the time. Treatment is unknown. No indication of medical intervention. The customer also reported having multiple issues with sensor not working properly. Blood glucose value is unknown. Troubleshooting was not performed. The insulin pump will not be returned for analysis.